Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump was not performing as expected. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump was not performing as expected. The pump was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump passed the leak test, the pump kink resistant tubing was worn to the filament. The pump did not pass activation test. Therefore, the reported mechanical issue was confirmed, as the activation issue could have caused or contributed to the reported pump not performing as expected.